Event description:
The customer reported the system shut down on its own during boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. No pt injury was reported. The system operates as intended.